Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective v2 transient voltage suppressor on the ECG "c" pca. The root cause for the defective v2 component could not be positively identified. No adverse event resulted from the defective electrode belt.